Event description:
Routine complaint investigation when a consumer reported receiving imprecise successive blood glucose readings on their precision qid meter. The results, when plotted on a parkes error grid, fell into the "d" zone showing the difference in results to be clinically significant. There was no report of death, serious injury or mistreatment reported with the event.